Manufacturer narrative:
E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a 52mm evoque procedure. On pod 18, patient experienced recurrent cardiac decompensation with weight gain of 8 kg, nyha iii, severe leg edema on both sides, functional mitral regurgitation iii in tte with severe right heart failure. According to pi relationship with evoque cannot be ruled out. Tte showed paravalvular leakage I-ii. Mean gradient is approximately 4 mmhg. No significant transvalvular tr. Hepatic vein flow reversal. After forced diuresis IV, patient had adequate weight loss. Tte showed puncturable pleural effusion, however, patient refuses puncture. On pod 24 mitral valve clipping was performed.